Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was repositioned due to muscle stimulation. Intravenous medications were given to the patient. Also, the patient has now an increased follow up. The rv lead remains in service. No additional adverse patient effects were reported.